Event description:
Wire became stuck in lv(left ventricular) lead during withdrawal. Physician cut the wire off at the lv lead pin and implanted the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).